Manufacturer narrative:
Investigation summary: the investigation showed that the root cause of the biased phyt results was instrument related. An ocd field service engineer replaced the immunowash pump and performed all related adjustments. Post service qc and precision tests yielded acceptable results.

Event description:
A customer reported biased phyt results while testing qc samples on the vitros 950 system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No pt results were reported, and there was no report of pt harm as the result of this event.